Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all pyxis stations were not communicating and patients were not populating. A technical support specialist (tss) found that while pyxis had continued receiving messages, the last admit discharge transfer (adt) message from meditech had been received, triggering facility auto critical override settings. Further the fse restarted mbm, but the issue persisted. After confirming with the interface team that no adt traffic had been received since early morning, meditech was contacted to resume message transmission. Once adt and pis messages began flowing again, the critical override cleared, patient data repopulated on the pyxis stations, and the customer confirmed the system was functioning normally. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis machines in the hospital were on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.